Event description:
This device was inserted 1/25/92 by m.d. While intracath was being removed by r.n. On 1/2892, the sutures were clipped and a portion of the device fell from the shoulder of the patient. The remainder of the catheter was not reachable at that time and remaind in the vein the patient was in no distress and was transferred to another facility with special procedure capabilities. By report from that facility the portion of the catheter remaining was removed with no adverse outcome. This event was reported by telephone to the qa department of becton-dickinson vascular acess on 1/29/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.